Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Event in initial report was previously reported; see MDR 3004209178-2015-98719.